Event description:
Report received of no audible alarm. The pump was returned to the biomedical dept with an unsigned note that stated, "doesn't work." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing, the pump did not sound an audible alarm as expected. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.